Manufacturer narrative:
(B)(4). Batch #t9460r. Investigation summary the device was received with the electrode and ceramic detached as one piece from the jaw and active rod. The electrode was not returned. In addition, the upper jaw was not detached as was reported. The device was tested on the generator and resulted in the ¿close jaws on tissue and reactivate¿ alert screen. This is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three times. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. There is insufficient evidence related to what caused the damage on the device.

Event description:
It was reported that during a semi-open hysterectomy, the device stopped activating and the jaws were broken off one hour after the operation started. The jaws were found broken before an unknown error occurred. The target tissue was scarred and hard because of peritoneal dissemination. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.